Event description:
Back to back glucose tests were done on a pt at 10:50am with results of 597mg/dl and "hi". The pt was given 20 units of regular insulin and lantus at 11:30. At 11:52am a lab draw was done with a result of 105mg/dl. The pt was given food when lab results were received. Level 2 control was out of range. A request was made for the return of the suspect device and replacement product was sent.